Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist remoted into the database server, resolved the disk space issue, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to login. The customer reported that the user was unable to remove the medication that caused a delay in patient care. There were no adverse events or injuries reported based on this event.